Event description:
It was reported that "the jaws were found misaligned when the applier was checked after cleaning after use". No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for investigation. The manufacture reported: "per customer provided information, we are unable to perform a DHR review for the alleged defective instrument, lot information has not been provided and this instrument has not been returned for review or evaluation as it has been discarded at the end user's facility. We are unable to validate the alleged complaint for this device. All instruments of this type are 100% visually inspected prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the jaws were found misaligned when the applier was checked after cleaning after use". No patient involvement.